Manufacturer narrative:
On (B)(6) 2011, the hospital or manager indicated that no malfunctions occurred with the da vinci s surgical system during the procedure and that the patient's family refused an autopsy. The or manager also informed intuitive surgical that the hospital is unwilling to provide any further information regarding this event.

Event description:
On (B)(6) 2011, a patient underwent a da vinci s hysterectomy procedure. It was reported that the procedure took 5 hours and 25 minutes to complete, with the patient in steep trendelenburg position during the case. 6-8 hours post-op, the patient suffered sudden bilateral pneumothorax (tension) which rendered her comatose and in a persistent vegetative state. Life support was removed on (B)(6) 2011, and the patient expired.